Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported right side rupture, calcifications, "extra-capsular silicone," "siliconoma," and "axillary lymph nodes on the right with silicone." The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. No observed calcification. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side rupture, calcifications, "extra-capsular silicone," "siliconoma," and "axillary lymph nodes on the right with silicone." The device has been explanted.